Event description:
The report received from the cordis clinical study registry indicated that a patient experienced a myocardial infarction on the same day after receiving a cypher stent in proximal left anterior descending coronary artery (lad). Patient is a male with no history of coronary artery disease. The indication for the procedure was acute anterior wall myocardial infarction between 24 and 72 hours and a resting electrocardiogram changes. The patient received aspirin, clopidogrel, heparin and gp iia/iiib inhibitor at the time of the procedure. Pre and post procedure troponin was equal to or five above the upper normal limit. After predilatation with a 2.5 x 20mm unknown balloon, a 3.5 x 23mm cypher stent was implanted at 16 atms in the lad described as 2.5 x 10mm, de novo, irregular, 99% stenosed with little or no calcification an type b2 classification with satisfactory results. On the same day of the procedure, an undetermined myocardial infarction was reported based on troponin levels. The event was determined as unlikely related to the cypher stent and it resolved without sequel.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.